Event description:
On may 17, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the system shuts down in the middle of cases. No additional information was provided. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.